Manufacturer narrative:
Additonal information: g3, h2, h3, h6, h11. The reported event of air leak could not be confirmed. The results of the investigation are inconclusive since the device was not returned for analysis. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During the af pfa procedure, the introducer was removed from its package, primed, and then inserted into the patient. During flushing, air was aspirated. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.